Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The complaint product sample was disinfected as the complaint product sample was being disinfected and prepared for analysis, no problems were found in the lines, chambers nor connectors. The set was in the expected condition. The complaint product sample was visually inspected during the inspection no damage was observed. After further inspection, no malfunction could be observed. The set was in the expected condition. The complaint product sample was tested on the hemodialysis machine 2008t. During the functional test no disconnection or leaks, no air bubbles, level variation on the venous or arterial chamber or any alarm were noticed. The clamps required to be closed functioned as intended, no defects were detected with the integrity of the clamps. The sample test worked as intended without any abnormalities during the test period. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was unconfirmed.

Event description:
On 29/apr/2025, fresenius became aware (via a product complaint form) this patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) experienced a blood leak during hd therapy on (B)(6) 2025. During follow-up, a user facility administrator (fa) reported a blood leak was discovered where the custom combi set venous lumen connects to the venous needle (not a fresenius product). It was reported that the blood leak occurred on (B)(6) 2025 approximately 2.5 hours after the initiation of treatment (no pre-treatment product issues noted), when a small pool of blood began to form at the connection site (no visible damage/defect noted). Per the fa, the patient¿s extracorporeal blood was returned, and the remaining hd treatment was cancelled. The estimated blood loss (ebl) was between 200 and 600 ml (reporter versions varied), and the patient's hemoglobin level dropped from 9.7 g/dl (pre-treatment) to 7.9 g/dl (post-treatment). Following the serious adverse event, the patient reported feeling fatigued and was transferred to the hospital. The patient¿s hospital course is largely unknown; however, it was reported the patient was transfused with one unit of packed red blood cells (prbc). The fa stated the patient returned to the clinic for their next scheduled treatment (date not provided) and underwent outpatient hd without further issue. It was reported the custom combi set was available for return to the manufacturer as of 29/apr/2025, however its current location is unknown.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the patient¿s hd treatment utilizing a custom combi set, and the serious adverse events of fatigue and blood loss (ebl 200-600 ml), which required the early termination of treatment, hospitalization and the transfusion of a single unit of prbc. The fa attributed the blood loss to a faulty connection (cause not provided) between the custom combi set¿s venous lumen and the venous needle (not a fresenius product). It should be noted the instructions for use states all connections must be secure and visible prior to initiating hd therapy to prevent blood leaks. Additionally, it should be noted that a hemodialysis system may not alarm in every blood loss situation. Based on the totality of the information available, the custom combi set cannot be excluded from having a possible causal or contributory role in the serious adverse events experienced by the patient. While there is currently no allegation or objective evidence indicating a fresenius product deficiency or malfunction occurred, the fa reported the source of the blood leak was the connection between the custom combi set and the venous needle. If the custom combi set is returned to the manufacturer, an investigative evaluation may disassociate the product from the serious adverse events. However, at this time of this report, the evaluation is unavailable; therefore, this clinical investigation cannot disassociate the product from the serious adverse events.

Event description:
On (B)(6) 2025, fresenius became aware (via a product complaint form) this patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) experienced a blood leak during hd therapy on (B)(6) 2025. During follow-up, a user facility administrator (fa) reported a blood leak was discovered where the custom combi set venous lumen connects to the venous needle (not a fresenius product). It was reported that the blood leak occurred on (B)(6) 2025 approximately 2.5 hours after the initiation of treatment (no pre-treatment product issues noted), when a small pool of blood began to form at the connection site (no visible damage/defect noted). Per the fa, the patient¿s extracorporeal blood was returned, and the remaining hd treatment was cancelled. The estimated blood loss (ebl) was between 200 and 600 ml (reporter versions varied), and the patient's hemoglobin level dropped from 9.7 g/dl (pre-treatment) to 7.9 g/dl (post-treatment). Following the serious adverse event, the patient reported feeling fatigued and was transferred to the hospital. The patient¿s hospital course is largely unknown; however, it was reported the patient was transfused with one unit of packed red blood cells (prbc). The fa stated the patient returned to the clinic for their next scheduled treatment (date not provided) and underwent outpatient hd without further issue. It was reported the custom combi set was available for return to the manufacturer as of 29/apr/2025, however its current location is unknown.